Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a choledochoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyglass image was lost and the working channel sleeve protruded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received, confirming the complaint. The tips of the sleeve were frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The reported complaint incident of ¿loss of visualization¿ was not confirmed. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite device was passed through the working channel without issue. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the proximal end of the working channel sleeve appeared to be attached to the pebax (bonded length). The working channel sleeve did not fall out; the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during a choledochoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyglass image was lost and the working channel sleeve protruded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.